Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed an "ECG failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. Reports of this nature are typically not considered to have any clinical impact due to the fact that an ECG signal was available via electrode pads. This report has been re-classified as a non-reportable complaint.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed an "ECG lead failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.